Event description:
It was reported that this pacemaker exhibited isolated oversensing of noisy signals that were registered as atrial tachy response (atr) episodes. Technical services (ts) was consulted and discussed stored episodes, with the cause suspected as electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported.